Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over to pyxis. A technical support specialist identified that the issue was caused by the inbound processors service getting stuck, as described in the knowledge article ka "messages stuck - maximum dequeue - scheduled task - observer tool". The tss applied the monitoring fix tool from the same article and monitored the server for a couple of weeks to confirm the tool was functioning correctly. After validation, it was confirmed that the messages had started processing normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new orders were not crossing over to pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using thebd pyxis¿ medstation¿ es, new orders were not crossing over to pyxis. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.